Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device part and lot number was not provided and the device was not returned. The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this incident was based on a review article, and no device/lot information was provided. Based on the available information, causes for the reported death cannot be determined. Death is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The date of death estimated as (B)(6) 2014. Date of procedure estimated as (B)(6) 2014. Date of implant estimated as (B)(6) 2014. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown due to the part/lot number was not provided. Article title: short-term outcomes following urgent transcatheter edge-to-edge repair with mitraclip in cardiogenic shock.

Event description:
This is being filed to report the death. It was reported through a research article identifying mitraclip that may be related to death. Specific patient information is documented as unknown. Details are listed in the attached article: short-term outcomes following urgent transcatheter edge-to-edge repair with mitraclip in cardiogenic shock. No additional information was provided.